Event description:
It was reported that a red alert had been generated for this system due to a shocking lead impedance of 161 ohms. Review of the device data identified measurements have been fairly stable in the 80-100 ohms range. A boston scientific technical services consultant discussed the clinical observations and recommended further testing. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.